Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, component code, health effect ¿ impact codes, investigation conclusion), h11 a getinge field service engineer (fse) checked the machine and the compressor was replaced, and the equipment was now working normally. The equipment has passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and was ready for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance prompt. There was no patient involvement.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance prompt. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.